Event description:
During a coronary drug eluting stenting treatment procedure, shaft damage occurred. In 2005 the physician found that he could not remove the stylet from the delivery system prior to using the taxus express2 3.5 x 12 mm drug eluting stent. The shaft then snapped. The procedure was completed with another of the same device. There were no reported pt complications.